Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one day post op check, the right atrial lead exhibited inadequate capture and intermittent sensing. The lead was successfully repositioned on (B)(6) 2018. The patient was asymptomatic prior during and after the procedure. No additional information was available.